Manufacturer narrative:
Concomitant medical products: product ID: 3708660, serial/lot #: (B)(4), ubd: 02-aug-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the extension appeared to be exposed because the patient usually wiggled the neck. The patient returned to the hospital for treatment on (B)(6) 2019 and the doctor said the patient needed another surgery after the inspection. The new extension protection sleeve has been replaced. The cause of the issue was unknown. Effective measures were taken and the extension was explanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a rep indicated the issue was resolved after the extension was replaced.